Event description:
Per information provided: on (B)(6) 2014 - patient was diagnosed with ventral/ incisional hernia thereby underwent laparoscopic repair with implant of ventralight st (device 1 and 2). Per op notes, ¿two distinct hernias were identified in the anterior abdominal wall and dissected. Ventralight st meshes (device 1 and 2) were placed on both hernias and sutured.¿ (B)(6) 2015 - patient was diagnosed with small bowel obstruction, ventral incisional hernia thereby underwent laparoscopic repair. Per op notes, ¿adhesions were noticed in small bowel with the ventralight st meshes (device 1 and 2) and lysed. A part of small bowel was resected. The hernia was noted, reduced and repaired with sutures."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2013) is considered to be a best estimate. This MDR represents the bard ventralight st mesh (device 2). An additional supplemental emdr was submitted to represent the bard ventralight st mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.